Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. The reported event could not be confirmed. Visual examination of the returned product (item 178711) identified signs of use (gouges). Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Visual examination of the returned product (item 150467) identified signs of use (gouges) on exterior of device & striations on inside of the taper bore. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Medical records were not provided. The reported products were reviewed for compatibility with no issues noted. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as use error. The oss orthopedic salvage system compress device surgical technique outlines which components are required, and which are optional. The oss diaphyseal stacking adapter was not used between the oss / compress taper adapter (5 cm) and the oss diaphyseal segment (5 cm). This would contribute to the reported event of the compress segment taper separating. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial surgery on an unknown date. Subsequently, the patient was revised due to the compress segment taper separating. It was noted that the technique says screws are optional. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: (B)(6) - cps/oss 5cm tpr - 66883147 (B)(6) - cps sm sht spdl - 66286084 (B)(6) - cps nut co-cr-mo alloy - 66459361 (B)(6) - tpr adpt female oss/female - 931510 (B)(6) - taper adpt female oss/male - 66386242 (B)(6) - cps transverse pin 6pk - 998570 (B)(6) - cps transverse pin 6pk - 173460 (B)(6) - cps short anchor plug - 199300 (B)(6) - oss cemented im stem - 099860 (B)(6) - cps centering sleeve - 569790. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.